Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'system error 105' was reproduced. A review of the event history log (ehl) revealed system error 105 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the missing motor screws. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 105 (pic motor error) during transport of a critically ill major trauma patient. There was no report of patient injury and there was another pump available for use. No additional information is available.